Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that this is the third time this has happened. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer is not able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.